Manufacturer narrative:
Full UDI unknown as no model number and lot number was provided. No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow-up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Procedure performed unknown. "Patient was suffering from abdominal pain. Dr (B)(6) initiated a scanner which revealed a foreign object in the abdomen. Object was removed and appeared to be a piece of the distal part of a trocar showing the word applied. The object was given to the patient under her request. She indicated to the doctor that she has previously been operated in hospital (B)(6). Date and name of procedure in (B)(6) are unknown. Dr (B)(6) will declare this incident to ansm no picture available."

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. The exact root cause of this incident could not be determined, however, similar incidents in the past have shown that this incident may have been due to an interruption in the molding process. Applied medical has recently implemented process enhancements intended to minimize the potential for this type of incident to occur during the manufacturing process. We apologize for any inconvenience this may have caused and assure you that applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.